Event description:
It was reported patient underwent a hand procedure on (B)(6) 2014. During the procedure the surgeon experienced difficulty inserting the anchor. The surgeon was unable to insert the anchor with a second inserter. A third inserter was used and the tip fractured. The fractured piece was removed from the patient. It was reported the procedure was completed with a competitor product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, the component indicated improper placement/alignment was used during implantation. A change order has been initiated to address the reported issue.